Event description:
Pt had breast aug, pain pump inserted, went home and had seizure, went into shock and coded, admitted to ICU. Doctor reports 1 of the sides of the pump was completely deflated. Pump contained marcaine 0.5%. As of (B)(6) 2013, doctor indicated that pt was alert, responsive and would probably be extubated later that day. Attempts at obtaining pt status update since (B)(6) 2013 have not been successful.

Manufacturer narrative:
MDR submitted under 21 cfr 803.53; recall activities currently underway.